Event description:
It was reported that the patient underwent a coloplast penile prosthesis replacement surgery due to the device not working properly. No additional information was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).